Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows "high pressure" alarm messages. Functional testing confirmed the customer's reported issue. The pump's downstream occlusion (dso) sensor was tested and was found to be activating out of specification. The dso sensor will be replaced.

Event description:
It was reported that the pump gave an overpressure alarm. Per reporter, as soon as the pain cassette is applied, the pump beeps and displays the error message, "overpressure venting." However, nothing can be programmed or vented as the control panel does not respond. The on/off button does not work either. The battery must be removed to switch off the pump. There was unknown patient involvement.